Event description:
Event description guidant received information that the patient with this implantable cardioverter defibrillator (ICD) experienced 8-second periods of asystole while cautery was used during surgery. It was expected that the noise response feature would result in asynchronous pacing for this pacemaker dependent patient. A guidant technical services consultant discussed that for the noise response to result in asynchronous pacing, the noise had to fall within a 40ms noise window. Cautery falls outside the noise window and is therefore seen by the device as vt/vf and pacing is inhibited. The off-electrocautery mode provides asynchronous pacing, with the use of a programmer. A comment was received that the physician should be able to disable tachy therapy and change pacing to asynchronous without a programmer or guidant representative present.